Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of missing segments in the display of their coaguchek xs meter serial number (B)(4) after removing it from their suitcase when returning from a trip. The meter was returned for investigation. The display was cracked, as if it had been dropped. There were no incorrect measurements reported or used for treatment related to the display issue. The patient's inr test results were downloaded from the meter memory as part of the investigation. Two results generated on (B)(6) 2016 were discrepant. Both results were obtained at 8:22 am. The first result was 2.4 inr. The next result was 3.0 inr. There was no allegation of an adverse event due to the results. There is no information available about what lot number of test strips were in use at the time. Without the test strips in use or lot number information it is impossible to perform an evaluation regarding the discrepant results.